Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error, after the customer's soccer game. The customer's blood glucose was unknown. The caller stated that they were driving the customer home. The discontinuation of the device was advised. Nothing further was reported.